Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis and the reported error 1100 was replicated and confirmed. This core power tray assembly was installed and tested on the test system. The system started up in normal mode with failures and no errors. However, during idling in normal mode for 20 mins it triggered multiple errors. The complaint was confirmed based on the failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the redundant power tray assembly to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa) testing. The product has been received and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer the technical support engineer (tse) that an error occurred during surgery and that the issue persisted even after the power was cycled. The tse confirmed that error 1100 was indicating a problem with a problem with ipd(b). The tse advised them to perform a hard power cycle on the vision side cart, which resolved the issue temporarily, but it recurred. The tse explained to the customer hat a field service engineer pair was needed to address the problem. The customer understood and mentioned that the surgery was nearing completion and they are now transitioning to laparoscopy. The procedure was converted to laparoscopic surgery with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the conversion did not result in increased port size incision or adding additional ports. The procedure was planned originally to transition to vats at the end of robotic surgery. Due to an issue occurred in the final stages of robotic procedure, the procedure was converted to vats as plan and completed. This event has no impact on patients. The situation was different from the conventional surgical method transition. There was no injury to the patient. Patient demographic information was requested, but the site was unwilling to provide the information due to the hospital¿s privacy policy.